Manufacturer narrative:
The event occurred on an unknown day in august of 2022. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a large volume infusor snapped in half which resulted in release of the flow restrictor. This was observed after use, when disconnecting the patient. The device was filled with piperacillin / tazobactam 13500mg in buffered 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from april 27, 2022 - april 29, 2022. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found that the luer body has separated in two pieces because the two pieces were not securely welded together. The reported condition was not verified. The cause of the condition was due to a manufacturing assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.